Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that during an unknown procedure the 'max' and/or 'min' buttons didn't work. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. D4 batch #: a9798d. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11; during functional testing, it was noted that the min hand control button was nonfunctional. However, the device did activate when tested with the footswitch. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient uses may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to verify the condition of the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patients uses may compromise the device's integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The device was disassembled to verify the condition of the internal components. Corrosion was found at the min hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. It is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate two switch activations detected¿. This was not seen during the analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number a9798d, and no non-conformances were identified.